Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that he needs to order for troubleshooting a speaker for an intellivue multi measurement server x2. The device was not in use monitoring a patient at the time of the reported malfunction.